Manufacturer narrative:
Other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient stated that their battery was going dead and they were unable to keep it charged. Programming on the battery and impedances showed that they were all over 10,000 ohms. The rep spoke with the surgeon and the patient was scheduled for a battery replacement only. The battery was replaced. The rep stated that the environmental/external/patient factors that may have led to the issue include the patient having a motor vehicle accident 6-8 months ago and having several falls recently. Post-operatively there were still high impedances all over 10,000 ohms and the patient was unable to feel stimulation during programming after the replacement. The patient was scheduled for a paddle lead replacement. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated. Additional information was received from a manufacturer representative regarding the patient on 2017-07-28. The cause of the high impedances remains unknown at this ti me. The patient has not yet been scheduled for a paddle replacement, but it is planned. There were no further complications reported or anticipated.